Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a session without any alert, discrepancy in battery voltage measurements was observed before and after the session. Capture and sense testing was performed during the session and no programming changes were made. The session records have been submitted to engineering for review. The patient will be closely monitored with routine follow-up.